Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the attached photo it was observed that the povidone iodine (pvi) solution was leaked in the package. A potential root cause for this failure mode could be due to a defect contributed by the supplier or vendor or user related (improper or rough handling). The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use: the device is intended for single use only and is not reusable. (1) to secure a sterile field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patients buttocks. (3) put on sterile gloves. Open tray and place it on the wrapping paper. (4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the pvi (povidone iodine) was leaked upon opening the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the povidone-iodine leaked when the package was opened.